Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade I. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Phone number: +(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. Shell thickness was within specification. Missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade I. Device has been explanted and replaced with a non-allergan device.